Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (damage) issue. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 06/05/2017 with the following findings: during investigation, the battery compartment was found to be cracked. The battery cap was not returned with the pump. A test cap was used for testing purposes. The test battery cap attached securely to the pump. The pump was exercised for 24 hours with no power issues occurring. Unrelated to the original complaint, there was corrosion observed in the battery compartment. The pump leaked at the battery compartment. The pump was opened and there was damage found to the printed circuit board. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.